Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was an issue where contract three would go bad. It would spontaneously be doing an open circuit. The health care professional would re-torque the setscrew down and ¿things were okay.¿ this issue was seen twice. Additional information has been requested but was not available as of the date of this report.